Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this device began operating in safety mode. The patient is pacemaker dependent and a replacement procedure is expected to occur. No adverse patient effects were reported. This device remains in service.